Manufacturer narrative:
The device history records were viewed. Due to the initiated recall, the complaint was retrospectively classified as reportable.

Event description:
Cn notified wl of a potential error on the gtin number provided in the receiving paperwork for article 880-601/12 on oct 31, 2024, noticed while scanning the package label. Link notified linkbio on dec 4, 2024 that the gtin number had been changed and that a complaint was initiated to investigate the issue. Further, a review of the gudid database following this notification indicated that product had not been updated in the gudid database with the new gtin number. [Customer].

Manufacturer narrative:
The review of the device history record showed no deviations. This is the final supplemental report. The complaint is closed.

Event description:
Cn notified wl of a potential error on the gtin number provided in the receiving paperwork for article 880-601/12 on oct 31, 2024, noticed while scanning the package label. Link notified linkbio on dec 4, 2024 that the gtin number had been changed and that a complaint was initiated to investigate the issue. Further, a review of the gudid database following this notification indicated that product had not been updated in the gudid database with the new gtin number. [Customer].